Manufacturer narrative:
Investigation results: it was reported that a revision of a total hip replacement was performed due to recurrent instability. The r3 porous cup, the liner and the oxinium head were explanted. No blame was attributed to implants by the surgeon. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No blame was attributed to implants by the surgeon. Some potential causes of the reported event could include but are not limited to surgical technique used, joint laxity, size of device or user/procedural variance. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision of a total hip replacement was performed due to recurrent instability. The r3 porous cup, the liner and the oxinium head were explanted. No blame was attributed to implants by the surgeon. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.